Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703w, lot# j0056613r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard and telemetry had not yet been performed. It was stated that the patient hadn¿t used the pump in 6 years, and had not had the pump filled in 6 years. The patient started to hear the pump beep the night before the report; therefore, they were going to contact their health care provider (hcp) to have the pump alarm silenced. The patient had not had any drug in the pump for 6 years. It was noted that there was no therapy complaint. It was unknown what drug the pump was infusing but the therapy was intrathecal baclofen (itb) for spasticity. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.